Manufacturer narrative:
(B)(4). Additional information: photographic analysis: based on the photographic evidence, the belief is that the complication was probably one or an interaction of some combination of the following factors: tissue thickness to cartridge mismatch, a migrant staple picked up by the knife, or crossing of an existing staple line.

Manufacturer narrative:
(B)(4). Additional information: the long60a device was received for analysis with no visual non-conformances and with five ecr60d cartridge reloads present. Cartridge (b, d) ecr60d, l5529z were received fully fired and in good visual conditions. Cartridge (c, e), ecr60d, l5529z were received fully fired and with cartridge deck damaged. Cartridge (f) ecr60d, l5529z was received partially fired 3/4 consistent with an incomplete or interrupted cycle and with cartridge deck damage. The found damage on the cartridge deck (c, e, f) is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the articulated position using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported events could not be confirmed as no malformed staples or cutting issues were noted during functional testing.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did the device cut? The doctor stated that he thinks that the knife of the echelon was the problem. When he activate the knife, the stomach started folding and the knife practically pushed the stomach outside the jaws. And when he observed that he stopped the activation of the knife. If the device cut, was the cut line complete? When he saw that the stomach started to fold, he stopped the activation of the knife. What was the appearance of the staples that did deploy (b-formation, irregular, legs straight)? The staples were irregular where the knife cut and with legs straight to the second part of the reload. How was the case completed? The case was completed with covidien ¿ purple reloads tri-staple.

Event description:
It was reported that during a sleeve gastrectomy procedure, while trying to fire the device using a gold cartridge, two fires failed. The staples were half deployed on two cartridges; fires four and five. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.